Event description:
Same case as MDR ID: 2134265-2014-03612; 2134265-2014-03613. (B)(4) clinical study. It was reported that myocardial infarction (mi) and stent thrombosis (st) occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 90% stenosis and was 13 mm long with a reference vessel diameter of 2.9 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 16 mm promus element¿ plus stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with chest pain radiating towards the neck and jaw and patient was hospitalized. Elevated cardiac enzymes values was noted and patient's electrocardiogram (ECG) revealed inferolateral st elevation mi. Also, coronary angiography showed 70% stent thrombosis of previously deployed taxus drug eluting stents located in mid rca and study stent and upon media review, st appears to have occurred in both the non-study stents and the more distal overlapping study stent. The lesions were treated with balloon angioplasty and thrombectomy resulting in 0% residual stenosis. Three days post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).